Event description:
It was reported that when visually inspecting sets from this lot, one set was found to have the proximal and distal segments reversed at the cassette engagement. The sets were not used on pts.